Event description:
Patient had biomet uni knee replacement in (B) (6) 2007. Returned to surgery for failed uni knee, converted to total knee replacement in (B) (6) 2010. Components removed: oxford uni femoral, oxford unicompartmental knee (tibial component), oxford unicompartmental knee (meniscal bearing component), biomet cement.